Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73k1400154 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: while trying to apply the third and last clip on the cystic duct the clip applier stopped working and remained attached to the cystic duct. The surgeon inserted an additional 5mm trocar in order to apply the clip, cut the cystic duct and completed the removal of the gallbladder. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One sample part number 543965 arrived without the original packaging lot# 73k1400154 per documentation attached. During visual inspection it was noticed that trigger is broken and no clips stuck on the jaw. Applier could not be functionally tested since trigger was broken. Additionally no clips were found to be stuck in the jaw. The failure mode reported "clip applier jammed" could not be confirmed. Sample part number 543965 evaluation could not confirmed defect mode "clip applier jammed". The applier has a broken trigger that did not allow the functional evaluation. Additionally no stuck clips can be observed on the jaw. The cause for the broken trigger is unknown at this time, because of this, corrective actions is not required at this time.

Event description:
Alleged event: while trying to apply the third and last clip on the cystic duct the clip applier stopped working and remained attached to the cystic duct. The surgeon inserted an additional 5mm trocar in order to apply the clip, cut the cystic duct and completed the removal of the gallbladder. The patient's condition was reported as fine.